Event description:
The patient contacted animas on (B)(6) 2012 alleging that when the pump was rebooted, the time and date was incorrect, but did not reset to the factory default; it was just the wrong time and date. The time and date were reported to be off by one day and one hour. The patient reset the pump with the correct time and date. The patient was advised by customer support to monitor the pumps time and date in comparison to a computer or a cell phone. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of the time and date of the pump resetting incorrectly by one day and one hour remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: review of the black box data and download history revealed no activity related to the complaint. There was no data recorded from the time of the reported issue because the history has been overwritten due to continued use. A timekeeping accuracy test was performed and revealed the pump was keeping time accurately. Investigation did not confirm nor duplicate the reported time loss/gain issue.